Event description:
Customer reported she had dropped the device and thinks it's not working properly. Customer's blood glucose has been running high over 400 mg/dl. Customer stated she had cortisones shot in her back and it has raised her blood glucose. Customer symptoms he can hardly get out of bed. Current blood glucose was 404 mg/dl. The drive support cap appeared normal. Customer disconnected at quick release. No air bubbles or leaks noted. Settings were correct. High pressure test was performed and device passed. Customer was advised the device was working as designed. Cannula was not bent and cannula was not occluded. Customer still did not feel the device was functioning correctly. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery test. The insulin pump was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.